Event description:
It was reported that during a bronchoscopy procedure, the biopsy valve partially broke internally and a piece went down into the trachea. It was visible and was suctioned out successfully. The biopsy valve was disassembled and inspection of the piece confirmed that it originated from the valve. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.